Event description:
It was reported that the ipg could not be set into MRI mode. System diagnostics recorded high impedances. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue. Additional intervention may take place to resolve the issue.

Manufacturer narrative:
B3-date of event is estimated. The event of an ipg replacement was reported to abbott. The surgery took place as scheduled. The ipg was replaced with eterna in hopes that it would clear two high impedances to allow the patient to get an MRI. Those impedances were not cleared. In fact, more high impedances showed up because of the replacement despite troubleshooting methods in the or. Further intervention was not determined at the time. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.